Event description:
It was reported that the sensor needle broke off as the customer removed it from the sensor. It was stated that the customer was able to pull it out after it broke. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.